Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No external ram crc error alarms or unexpected restart alarms noted. The insulin pump had multiple displayable history crc check failed alarms in history screen due to corrupted history screen. The insulin pump had cracked case at the display window corners. No cracks on reservoir tube window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump reservoir window is cracked. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.